Manufacturer narrative:
(B)(4). Investigation results: a wallstent¿ biliary stent and delivery system were returned for analysis. The device was received already deployed. Visual examination of the returned device found that the stent wires at one end were uncrossed and stainless steel tube was kinked. No issues were found with the device catheter or inner shaft. No other issues were identified during the product analysis. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallstent biliary stent was to be used to treat a 3 to 4 cm malignant lesion in the common bile duct during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous although it had been dilated prior to stent placement. During the procedure, the stent failed to deploy. The procedure was completed by placing another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the wires at one end of the stent were uncrossed.